Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was not returned to olympus for inspection. However, based on the troubleshooting performed by tac, the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be established. Customer called technical assistance center (tac) because they are getting error code b30. Tac provides troubleshooting steps and asks the customer to clean the contact pins on the unit and reseat the scope. The customer turns the unit off and back on; everything is now working fine. Unit is back to normal again. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system had a communication error b30. The issue was found during reprocessing. There were no reports of patient involvement.